Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. A revision surgery will be performed. No further information has been reported.